Manufacturer narrative:
Approximate age of device - 4 years 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was admitted due to pain and drainage at the driveline (dl) exit site. A swab culture tested positive for mycobacterium chelonae. Treatment for the infection was ongoing with a tigecyline IV. The patient will be discharge home after treatment. No additional information was received.

Manufacturer narrative:
A specific cause for the reported driveline infection cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Driveline infections are listed in the heartmate ii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.